Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of all filter struts beyond the wall of the ivc and fracture of one or more of the filter struts. Per the medical records, approximately eleven years post implant, a CT scan reported the superior end of the cordis trapease ivc filter at the mid l2 interspace. The ivc filter was reported tilted anteriorly at the superior end and contacting the ivc wall; it was also tilted posteriorly at the inferior end and in contact with the ivc wall. All the struts of the ivc filter perforated the ivc up to 5mm. Thrombus was seen laterally and medially within the filter. There was one posterior fracture fragment reported. Nine days later, the patient was admitted to the hospital for thrombolysis and for filter removal. The patient was status post pulmonary embolus and dvt and developed severe leg swelling after undergoing neck surgery. The CT revealed a clot within the vena cava filter along with vena cava stenosis at the level of the filter. Ultrasound imaging of the right common femoral vein was completed. Filter retrieval was attempted, a snare was used, unfortunately, the filter became trapped with the buddy wire and could not be completely removed. An open cutdown was performed on the common femoral vein and then the entire device was removed. The vein was repaired in a transverse fashion. Upon completion, a venogram was performed of where the filter had been and there was a high-grade stenosis. A non-cordis stent graft was placed. The patient tolerated the procedure well. Another CT performed the day following removal showed good wall apposition of the stent. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and perforation of struts into organs; fracture and tilting of the filter; blood clots, clotting and or occlusion of the ivc, along with a percutaneous removal of the filter approximately eleven years after implantation. The patient further reports soreness and swelling in the groin area post removal and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of all filter struts beyond the wall of the inferior vena cava (ivc) and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records, approximately eleven years after the filter was impanted, the patient underwent a computerized tomography (CT) scan to evaluate filter position and related findings. The CT scan reported the superior end of the cordis trapease ivc filter at the mid l2 interspace. The ivc filter was reported tilted anteriorly at the superior end and contacting the ivc wall; it was also tilted posteriorly at the inferior end and in contact with the ivc wall. All the struts of the ivc filter perforated the ivc up to 5mm. Thrombus was seen laterally and medially within the filter. There was one posterior fracture fragment reported. Nine days later, the patient was admitted to the hospital for thrombolysis and for filter removal. The patient was status post pulmonary embolus and dvt and developed severe leg swelling after undergoing neck surgery. A computerized tomography (CT) scan revealed a clot within the vena cava filter along with vena cava stenosis at the level of the filter. Ultrasound imaging of the right common femoral vein was completed. There was a double puncture with micro puncture needles and then a long 5-french sheath was inserted, as well as a 16f non-cordis sheath. A catheter was used to sling over the apex of the trapease filter and then an extra support wire was passed. A snare was used and then the extra support wire was brought out through the sheath. The sheath was then brought back. The filter was released from the top. Unfortunately, the filter became trapped to the buddy wire that was placed and could not be completely removed. An open cutdown was performed on the common femoral vein and then with this maneuver, a venotomy was made and then the entire device was removed together with the sheath. The vein was primarily repaired in a transverse fashion. A venogram done at this level showed a widely patent common femoral vein. Upon completion, a venogram was performed of where the filter had been and there was a high-grade stenosis. A non-cordis stent graft was placed. The patient tolerated the procedure well. Another CT performed the day following removal showed good wall apposition of the stent. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years after the filter implantation. The patient reports perforation of filter struts outside the ivc and perforation of struts into organs; fracture and tilting of the filter; blood clots, clotting and or occlusion of the ivc, along with a percutaneous removal of the filter approximately eleven years after implantation. The patient further asserts to have experienced soreness and swelling in the groin area post removal and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of all filter struts beyond the wall of the ivc and fracture of one or more of the filter struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of all filter struts beyond the wall of the inferior vena cava (ivc) and fracture of one or more of the filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.